Event description:
While using a byte night aligners, patient experiencing blisters on the inside of their mouth and tongue, and also sensitivity on the top front tooth, and swelling of lips that goes away during the day when they are not wearing the aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.